Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination observed throughout device enclosure, and airpath, water ingress on the blower and blower box, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 1 instance of e-93. The manufacturer concludes there was evidence of multiple contamination observed on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation.